Manufacturer narrative:
Engineering evaluation showed the following: blood was observed in the touhy-borst valve. Blood was also observed inside the spine covers and inside the manifold. Blood was also noticed on the exterior of the spine covers and the strain relief. Engineering visually examined the manifold and no anomalies were noticed. The septum appeared to be intact and the manifold lid did not appear to be misaligned. All glue ports appeared to be normal. The strain relief was removed and no blood channeling through the nose piece glue seal was observed. Blue dyed water was injected though the septum into the manifold area to determine the location of the leakage, but no leakage was detected in the manifold area or nose piece when pressurized with water. Blood residue was observed between the inside of the handle and outside of the manifold area, which supports the observation of a leaking handle. However, the root cause for blood leaking from the handle could not be determined since the leak could not be recreated during the engineering evaluation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore&#59397;excluder&#59393;aaa endoprosthesis with c3 delivery system. After the removal of the transparent knob of the rmt231218j/12962824, a significant amount of blood leakage was observed from the handle of the rmt231218j. No transfusion was conducted. The physician initially planned to perform the cannulation of the contralateral gate prior to the deployment of the ipsilateral leg; however, in order to minimize the blood loss, he elected to deploy the ipsilateral leg first and removed the delivery catheter. The rest of the procedure was conducted without any other reported issues. The patient tolerated the procedure.